Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Customer unable to locate device.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was leaking oil. Fluid leaking from a device could potentially cause an infection. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device was leaking oil. Attempts were made to obtain additional information about the event; no further information was received.